Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient recently had device implanted and has heard the device beep once three times in one day. Patient reports "not feeling bad or anything", has not received any shocks, and does not notice when heart rate changes. Device remains in use. No patient complications have been reported as a result of this event.